Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was uploaded properly using carelink pro. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had some problems with a low blood glucose level yesterday and had to call the paramedics. Customer had been experiencing low blood glucose for 2 days and the night before, his blood glucose was 51 mg/dl. Customer's blood glucose was 29 mg/dl on (B)(6) 2016. Customer was unresponsive and was treated with an IV. Customer was wearing the insulin pump at the time of the incident. Customer was not hospitalized. Customer reported that the pump programming was accurate. Customer stated that the pump is delivering more and more insulin. Customer only had the pump for 6 months. Customer's current blood glucose is 103 mg/dl. Customer will be sent a replacement pump and was advised to contact his health care provider regarding the pump settings. Customer also had a low reservoir alert in the alarm history.